Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that prior to a routine generator change, the patient's right atrial lead exhibited episodes of noise due to a suspected insulation breach. No intervention was performed as the patient is not pacer dependent and will continue to be monitored. The patient's condition was stable throughout the event.